Manufacturer narrative:
It was reported that two-hundred bd vacutainer® buffered sodium citrate (9nc) blood collection tubes could not be filled to the minimum line. It was also reported that air bubbles were seen inside bd vacutainer® buffered sodium citrate (9nc) blood collection tubes when filling. Customer¿s verbatim: ¿ customer has noticed an increase in complaints about 363083's not filling to the minimum line, and in the months of january and february of 2019, the percentage of incidents of underfilled tubes has almost doubled. We have not run or reported any results on the short samples. Il 700¿s (2) on a beckman power processor. The instruments check for fill and we visually verify all samples rejected for fill visually. Samples otherwise meet our criteria ¿ condition ok, just short. Ed noted that they are seeing bubbles when the tubes fill. Venipuncture (eclipse and winged infusion sets), line draw with transfer devise, IV start. Nothing reports so no change in treatment, no interventions, and only other action is the need to recollect. ¿ it was reported that two-hundred bd vacutainer® buffered sodium citrate (9nc) blood collection tubes could not be filled to the minimum line. It was also reported that air bubbles were seen inside bd vacutainer® buffered sodium citrate (9nc) blood collection tubes when filling. Customer¿s verbatim: ¿ customer has noticed an increase in complaints about 363083's not filling to the minimum line, and in the months of january and february of 2019, the percentage of incidents of underfilled tubes has almost doubled. We have not run or reported any results on the short samples. Il 700¿s (2) on a beckman power processor. The instruments check for fill and we visually verify all samples rejected for fill visually. Samples otherwise meet our criteria ¿ condition ok, just short. Ed noted that they are seeing bubbles when the tubes fill. Venipuncture (eclipse and winged infusion sets), line draw with transfer devise, IV start. Nothing reports so no change in treatment, no interventions, and only other action is the need to recollect. ¿ device codes: 1575, 1675, 1535.

Event description:
It was reported that two-hundred bd vacutainer® buffered sodium citrate (9nc) blood collection tubes could not be filled to the minimum line. It was also reported that air bubbles were seen inside bd vacutainer® buffered sodium citrate (9nc) blood collection tubes when filling. Customer¿s verbatim: ¿ customer has noticed an increase in complaints about 363083's not filling to the minimum line, and in the months of january and february of 2019, the percentage of incidents of underfilled tubes has almost doubled. We have not run or reported any results on the short samples. Il 700¿s (2) on a beckman power processor. The instruments check for fill and we visually verify all samples rejected for fill visually. Samples otherwise meet our criteria ¿ condition ok, just short. Ed noted that they are seeing bubbles when the tubes fill. Venipuncture (eclipse and winged infusion sets), line draw with transfer devise, IV start. Nothing reports so no change in treatment, no interventions, and only other action is the need to recollect. ¿

Event description:
It was reported that two-hundred bd vacutainer® buffered sodium citrate (9nc) blood collection tubes could not be filled to the minimum line. It was also reported that air bubbles were seen inside bd vacutainer® buffered sodium citrate (9nc) blood collection tubes when filling. Customer¿s verbatim: ¿ customer has noticed an increase in complaints about 363083's not filling to the minimum line, and in the months of january and february of 2019, the percentage of incidents of underfilled tubes has almost doubled. We have not run or reported any results on the short samples. Il 700¿s (2) on a beckman power processor. The instruments check for fill and we visually verify all samples rejected for fill visually. Samples otherwise meet our criteria ¿ condition ok, just short. Ed noted that they are seeing bubbles when the tubes fill. Venipuncture (eclipse and winged infusion sets), line draw with transfer devise, IV start. Nothing reports so no change in treatment, no interventions, and only other action is the need to recollect. ¿

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two-hundred bd vacutainer® buffered sodium citrate (9nc) blood collection tubes could not be filled to the minimum line. Customer¿s verbatim: ¿ customer has noticed an increase in complaints about 363083's not filling to the minimum line, and in the months of january and february of 2019, the percentage of incidents of underfilled tubes has almost doubled. ¿